Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The drainage bag and patient line tubing were returned unopened. Approximately 77 cm of the lumbar catheter was returned. The returned catheter was patent. However it did not meet the requirements for leak testing due to the proximal end being sheared off. The catheter met all the requirements for the tensile strength and ultimate elongation tests. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials; care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears.¿ the IFU also cautions that ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, and the catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient underwent a craniotomy due to a fever caused by cerebrospinal fluid leakage on (B)(6) 2016. According to the report, the catheter broke during the procedure. A new product was used to complete the procedure and the patient was well.